Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had been receiving a no delivery alarm all day. Customer has changed out the infusion set, and reservoirs. Customer has also tried different lot numbers. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer stated that she tried to give a bolus and she received a no delivery alarm again. Customer corrected with a manual injection. Troubleshooting was performed and the customer reported that the insulin exited the tubing. Customer stated that the pump alarmed during manual prime. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.